Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the order was not on the pyxis station profile es but was present on the server. A technical support specialist (tss) had found that the site had two devices, both with no communication errors. Tss had dialed into the server and noted an uptime of 4200 hours, with the last xml update 5 hours ago. Tss emailed and called the customer for approval to reboot. The customer had not provided patient or order information on ephi. Tss confirmed that cefazolin had multiple ids, so confirmation was needed to ensure the order matched the medid loaded in the pyxis cabinet. The customer replied to call next time the user sees an issue for easier troubleshooting. The customer then proceeded to close the case. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, order was not on the pyxis station profile es but was present on the server. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.